Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints. Based on the available information, a cause for the reported difficult to open or close (gripper actuation) could not be determined. The reported poor image resolution was due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The groin hemorrhage is filed under another medwatch report number.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4. Visualization was difficult due to the tortuous esophagus. The clip was advanced to the mitral valve, the gripper arm would not drop, it was stuck. Troubleshooting was performed, the gripper arms dropped and the clip was implanted. A total of two clips were implanted, reducing mr to 1. The following day on (B)(6) 2020, unfortunately, the groin was mismanaged, and the patient had a big bleed. The bleeding was resolved, however, it is unknown how it was treated. The patient was expected to be discharged on (B)(6) 2020. No additional information was provided.